Manufacturer narrative:
Battery was returned and evaluated at the distributor. The evaluation determined that the battery latch was sticky. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A US distributor reported a battery was damaged.